Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The needle cartridge leaked about 1 to 2 drops of blood from the lh 750 instrument. The leak was contained. After repairing the needle cartridge leak, the customer called back and reported evidence of a dry diluent leak under the sweepflow tank. The instrument was generating sheath tank errors when the dry diluent leak was discovered. The operator was wearing personal protective equipment of gloves , lab coat , and eyeglasses at the time of the leak.. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
To resolve the initial leak reported by the customer, the customer technical specialist (cts) recommended the customer change the needle assembly, which was a new needle assembly. The customer replaced the needle assembly and resolved the leak reported. The customer reported another leak was identified. There was evidence of a dry diluent leak , under the sweepflow tank. The instrument was generating sheath tank errors when the dry diluent leak was discovered. The customer also stated there was tubing that kept coming off of port 119 even after properly securing the tubing to the fitting at port 119. The field service engineer (fse) evaluated the instrument and found the tubing on port 119 kept popping off causing the sheath tank errors to occur. The fse replaced the upper sheath restrictor tubing at port 119 to resolve the leak and the sheath tank errors. Identification of failure modes: the failure modes identified were a defective needle and tubing popped off of fitting at port 119. No erroneous results were generated for this event. Upon recur, the failure mode for the first leak identified is likely to generate erroneous results for cbc (complete blood count), differential or reticulocyte results due to incomplete aspiration of sample. Upon recur for the upper sheath restrictor tubing, the failure mode identified is likely to generate erroneous red blood cell and platelet results due to improper sweepflow. Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).